Event description:
Sales rep reported that customer was using an lma in a patient and found that the lma would not remain inflated. The customer removed the lma and replaced it with another. There was no report of patient injury or problem. The device has not been returned for investigation. If further information is obtained a follow-up report will be filed.